Event description:
It was reported that a vns pt was having an increase in seizures. Followup with the neurologist's office revealed the relationship of the increase in seizures to prevns baseline levels was unk. It is also unk if the increase in seizures is related to vns therapy as there are other factors that could be contributing to the increase in seizures: the pt recently had medication changes, and had come off the ketogenic diet.